Event description:
Additional information received reported the location of the infection was the entire left side. The infection had cleared and the patient had recovered from the infection. The patient would not be re-implanted on the left side.

Event description:
It was reported the patient had an infection and the system on the left side was removed. It was noted the patient¿s left implantable neurostimulator (ins), lead, and extension were infected and removed. It was further noted the patient required hospitalization. It was noted the type of infection was unknown. It was further noted that it was unknown if cultures were taken or antibiotics were necessary. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3389s-40 lot# v063950, implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3389s-40 lot# v063950, implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6); product type extension.

Manufacturer narrative:
Concomitant product: product ID: 3389s-40, lot# v063950, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# v063950, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 748251, serial# (B)(4), implanted: 2002, explanted: (B)(6) 2013, product type: extension. (B)(4).